Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event occurred due to a crack in the power switch protective cover. However, a definitive root cause cannot be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the power switch cap was missing; the tip cover was corroded; the suction feet had weak suction force; the connector socket was corroded; the air joint unit was worn out; and the air and water suction rubbering was old and needs to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during device maintenance, the power switch cover was found cracked on the maintenance power unit. There were no reports of patient involvement associated with this event. During the evaluation of the device, it was noted that the power switch was damaged, along with a cracked protective cover. This report is to capture the reportable malfunction of the broken power switch noted at estimation.